Manufacturer narrative:
The customer reported a few instances of the needle part of item autobcs23g not retracting as it should. No medical intervention, serious injury, or follow-up care has been reported. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
The customer reported a few instances of the needle part of item autobcs23g not retracting as it should.